Event description:
It was reported that the customer's insulin pump is alarming. It was also reported that the act button is unresponsive, and she is also having issues completing the rewind process. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.